Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced ventricular tachycardia (vt), ventricular fibrillation (vf) and non sustained ventricular tachycardia (nsvt). During engineering analysis, a bit corruption was noted from the appropriate counter value of 0, however was explained that error was purely diagnostic. Should be corrected after counter reset. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.